Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found that the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the ac power inlet in the fuse box of the subject device had been burned. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the ac power inlet in the fuse box of the subject device had been burned. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found that the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, g3, the aware date should be 04-jan-2022, and h8. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause could not be identified. However, it was assumed that the phenomenon was likely due to normal deterioration with long-term use of the equipment. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.